Event description:
It was reported that during surgery to replace the patient's generator, the surgeon was unable to insert the lead pin into the bottom lead cavity of the generator. The pin would reportedly not insert "past the ridges on the lead". The lead pin did not appear to be bent or abnormally shaped and was able to be inserted into another generator's lead cavity without issue. Diagnostics taken after replacement with the back-up generator were normal. The suspected generator has been returned and is undergoing analysis. Review of the device history records for the lead and generator found they passed all inspections prior to distribution from the manufacturer. No adverse events have been reported as a result of the reported issue.

Manufacturer narrative:
The supplemental MDR 1 report was originally submitted on 09/23/2012 with an aware date of 08/24/2012. However, it was incorrectly submitted under an invalid MFR report # 1644487-2012-0211. This MDR is being submitted in order to ensure that the supplemental 1 report information is submitted under the correct MFR report # 1644487-2012-02111. Information included in this report is the same as that which was originally submitted under an invalid MFR report #. Note that because the evaluation codes have changed since the supplemental 1 report was submitted on 09/23/2012, they will be listed below.

Event description:
Analysis of the returned generator has been completed. Damage was observed to the initial threads of the setscrew indicating that the setscrew was likely not sufficiently backed out by the surgeon for the lead pin to be inserted. After the setscrew was backed out further, there were no issues inserting the lead pin. The generator performed to specifications.